Event description:
It was reported that during the implant procedure the left ventricular (lv) lead had unacceptable thresholds and had diaphragmatic stimulation in the three vectors tested. This lead was removed and a second lv lead was placed in a different vessel. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed).